Manufacturer narrative:
(B)(6). This device was manufactured september 5, 2017 ¿ september 7, 2017. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection via the naked eye noted fluid inside the bag that contains the unit which indicates leak has occurred inside the bag. Further inspection reveals the cause of leak inside the bag was due to broken tubing at the solvent-bonded junction of the luer. Portion of the broken tubing remains inside the solvent-bonded area of the luer. The reported issue was verified. The cause of broken tubing could not be determined during the sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The device had been filled with 6000mg cefazolin in 0.9% sodium chloride solution. The event occurred before patient use. There was no patient involvement. No additional information is available.